Manufacturer narrative:
34.0 bmi the customer¿s experience of an ail device continuing to infuse was neither confirmed nor replicated. ¿the pcu event log contained no obvious programming errors that would result in the reported event. ¿the pcu event log showed the device transitioned to kvo multiple times. ¿the pcu event log showed there were no air in line alarms on the reported event date. ¿the ail settings for the returned pump module were 250¿l for the single air bolus with accumulated air enabled. ¿the device was tested at these parameters and was found to be able to detect both single air boluses and accumulated air within specifications. ¿the device was also confirmed to be able to alarm for air in line while infusing in kvo. ¿the starting/ending volume of the fluid container cannot be determined through device logs. ¿the disposable sets were not returned for investigation. The root cause was not identified.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿rn discovered that IV bag empty and tubing was full of air, distal to the pump. IV pump alarmed kvo and slowed rate to 20ml/hr. But still continued pumping."

Manufacturer narrative:
Concomitant medical products: curos cap model 11448964.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿rn discovered that IV bag empty and tubing was full of air, distal to the pump. IV pump alarmed kvo and slowed rate to 20ml/hr. But still continued pumping."although requested, no further details were provided by the customer for this event.